Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus and then a no delivery. Customer's blood glucose was 260 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump, but a motor error alarm occurred after. The customer also reported a keypad anomaly on the insulin pump. Customer declined to return the product for analysis.